Manufacturer narrative:
Follow-up # 2 date of submission 01/16/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test was performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated on investigation. A review of the pumps history revealed multiple occlusion alarms prior to the date of the complaint. The prime sequence and a 24-hour exercise test were completed successfully without issue, alarm, or warning. Evaluation revealed the force sensor was out of calibration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. The reporter stated that after successful primes, multiple occlusion alarms occurred during random and basal delivery and that after reconnecting to the same insertion site, but changing to another pump, there were no further issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reported blood glucose excursion does not meet criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 date of submission 12/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.